Event description:
It was reported that the ok button was sticking. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings:investigation revealed that the keypad cover was peeling off. All keypad buttons were intermittently responsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.